Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +22.5d) was implanted in the left eye on (B)(6) 2023. The patient underwent 4 light adjustments on the eye and no lock-in procedures. The lal was explanted on (B)(6) 2024, approximately 16 months after the implant surgery, due to subjective visual disturbance. An intraocular lens from a different manufacturer was implanted as a replacement. Reference report #3012712027-2024-00194 for the report on the right eye.